Manufacturer narrative:
The dentist treated the patients with dontisolon. The dentist indicated that no other information could be provided. The returned product was evaluated, yielding results within specifications.

Event description:
A doctor's office had alleged that three (3) patients experienced gingivitis after dental procedures in which temp bond ne was utilized.this is report two (2) of three (3).